Event description:
Patient is on her 3rd tmj concepts. She has had 14 surgeries since 2009 by (B)(6). Her doctor was dr. (B)(6) . She has had continuing pain and swelling. (B)(6) said it was a scar band. Infectious disease doctor states it is infection of prosthesis. He had zero knowledge about biofilm. In (B)(6) 2016 he removed the implant and found p. Acnes, staph and a rare form of p. Acnes. He removed the implant and put in an antibiotic spacer. He put a reprocessed implant (1 part reprocessed) and put her on antibiotics. The infection came back. He has retired and left her without a doctor. I have photos and reports of pathology.